Event description:
It was reported that 8 pen ndl 32g 4mm pro were unable to deliver insulin/medication. The following information was provided by the initial reporter: this is a report from the patient who switched to micro-fine pro about bent needles npe. According to the customer's report, drug didn't come out due to the bent needle npe.

Manufacturer narrative:
H.6. Investigation: two open 32g x 4mm pen needle samples were returned from lot. No. 0154674, cat. No. 320559 along with two open 32g x 4mm pen needle samples from lot. No. 0112353, cat. No. 320559 and five photos. Visual examination was carried out on all four samples and photos and a broken non patient end of cannula was observed on all four samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0154674, medical device expiration date: 2025-05-31, device manufacture date: (B)(6) 2020. Medical device lot #: 0112353, medical device expiration date: 2025-04-30, device manufacture date: (B)(6) 2020.

Event description:
It was reported that 8 pen ndl 32g 4mm pro were unable to deliver insulin/medication. The following information was provided by the initial reporter: this is a report from the patient who switched to micro-fine pro about bent needles npe. According to the customer's report, drug didn't come out due to the bent needle npe.